Event description:
A malfunction alarm was reported with the code "malf 16." There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy, and technical support arranged for the pump to be replaced. The customer was instructed to put the pump into storage mode and return it within 10 days, which they understood and acknowledged.